Event description:
Enseal was plugged into harmonic generator, tested and inspected. The surgeon used the device to cauterize and it worked as expected. When he attempted to use the cut option, the device would not work properly. Manufacturer was contacted and file # (B)(4) was created.